Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2007. Please note corneal industrie is awaiting validation of FDA registration number. Device evaluation summary below: received DHR from corneal: the documentary research in the batch file shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilisation cycle, extrusion force test) are registered as conforming to the specifications.

Event description:
Following treatment with juvederm ultra plus in the glabella, the patient presented to the physician with an infection at the treatment site which has spread to the hairline. The area is warm to the touch, is sore and also has open sores. Diagnosis given as arterial ulceration with infection. Treatments given at this point have been keflax 250 mg and vicodin orally.